Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned in one piece. Visual analysis of the returned catheter found one tether bullet to be pulled back inside the distal cap region. X-ray analysis found the two tethers located at the transition zone were found to be buckled as well as fractured/broken. One bullet was also found to be pulled back inside the distal cap region. The reported event was isolated to the fractured tethers and bullets being pulled back inside the distal cap.

Event description:
Related manufacturer reference number: 2017865-2024-22519. It was reported the patient presented for implant procedure. During surgery, the delivery catheter prematurely separated from the leadless pacemaker (lp) after positioning. The lp was left in place. The delivery catheter was inspected after removal where only one tether was visible during tether mode. The patient was in stable condition.